Event description:
The customer's spouse called to reported that pt had been hospitalized for high blood sugar levels. At the time of the call, the pt stated that they will have to call back to troubleshoot. The next day, the customer called back and stated that pt changed out their set three times. Also stated that insulin did not exit while priming when they changed sets. The customer was currently on long acting insulin and off the pump. The customer was advised that a replacement will be sent and to call back for further assistance.